Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were pressed several times. The customer¿s blood glucose was unknown. Customer stated that loses settings at times as well as randomly turns off battery changes every 1.5 weeks, battery at half-life within 3 days and contrast was dimmer. The insulin pump will not be returned for analysis.